Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) channel, which appeared to be due to the pacemaker sensing the minute ventilation (mv) signal. Mv was programmed off. It was noted that the patient is not pacemaker dependent and their underlying rhythm was not affected, thus there was no pacing inhibition. Six months later review of the data over the last five months found the rv lead impedance had been 1770 ohms and then went back down to the 500 ohm range. Further review found other impedance spikes. Noise was noted due to the lead safety switch (lss) being triggered from high out of range pacing impedance measurements and changing polarity to unipolar. Boston scientific technical services (ts) discussed programming the pacemaker with a split configuration of unipolar pacing and bipolar sensing since the patient only paces 20 percent of the time. The pacemaker and another manufacturer's rv lead remain in service and no adverse patient effects were reported.